Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that unexpected restart was occurred. Blood glucose was 133mg/dl. Troubleshooting was performed. Customer stated the insulin pump was not stored or not in use for an extended period of time. Customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.